Manufacturer narrative:
It was reported to arjo that the patient fell forward from the sara flex device. The incident occurred in the nursing home while the patient was being lifted from the toilet with the assistance of the care assistant. The patient turned pale and lost consciousness for a moment. She lost the ability to bear weight and her hands suddenly dropped. The patient regained consciousness shortly afterward. On the same day, she was admitted to the hospital. As a consequence of the event patient sustained knee and right shoulder fractures. Based on the information provided by the facility staff, the patient was suffering from osteoporosis. The device was inspected by an arjo technician and no malfunction was detected. The device operated correctly. Following information gathered, the patient's loss of balance and fall was a consequence of a temporary deterioration of her health condition. The instructions for use for the sara flex (04.kl.00.en), includes the following safety instructions: ¿before use the caregiver should always consider the patients/residents medical condition, physical and mental capabilities.¿ ¿the patient/resident must be able to bear weight on at least one leg and have some trunk stability¿. The involved caregiver was reminded by the arjo representative about the above-mentioned instructions after the event. To sum up, the arjo device was used for patient transfer when the event occurred and from that perspective, it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. The complaint was decided to be reportable due to the reported patient's fall and sustained serious injury.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
It was reported that patient was transfer to the toilet by using sara flex device. When patient was lifted from the toilet, she suddenly fell forward and "turned white" and lost consciousness. The patient regained consciousness shortly afterwards. On the same day, the patient was admitted to (B)(6) hospital. As consequence of the event patient sustained knee and right shoulder fracture.